Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist during a clinic visit, and log file interrogation it was noticed that the pt had 2 pump off logs in 2 months of data. The perfusionist checked abdominal film for internal damage of driveline, a new 14 volt pt cable had been given to the pt the month prior when the first pump off log was noticed, and then the controller was changed out this month in clinic.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.